Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported by (B)(6) via a post- market study (MDR-2036) that a chait percutaneous cecostomy catheter (rpn: tdcs-100-l; lot#: unknown) leaked. The device was required for treatment of severe, chronic constipation. On (B)(6) 2019, the patient had his previously placed cecostomy catheter exchanged for a chait cecostomy catheter. The new catheter was placed in the cecum during an endoscopic-guided procedure with fluoroscopy. The placement and initial bowel evacuation were successful. Glycerin and castile soap were instilled throughout the duration of the time the chait remained in place. On (B)(6) 2019, it was reported that excessive leakage had occurred since placement due chait catheter size. As a result, the chait was replaced with a competitor¿s device. Reviews of documentation including the complaint history, instructions for use (IFU), and quality control procedures of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU pamphlet, t_tdcs_rev7, packaged with the device contains the following in relation to the reported failure mode: contraindications: previous surgical procedures. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Precautions: for tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used. Based on the information provided, no product returned, and the results of the investigation, the cause for this event could not be established. It is possible that the sizing of the catheter was incorrect; however, this cannot be confirmed without additional information. It is also possible the patient¿s anatomy and health conditions could have led to this failure. It is likely this event is related to patient pre-existing conditions. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported via a post market study that a chait percutaneous cecostomy catheter leaked. On (B)(6) 2019, an 8 year old male patient underwent an exchange of a cecostomy catheter and had a chait percutaneous cecostomy catheter placed using endoscopic-guided percutaneous placement and fluoroscopy. The target anatomic location was the cecum. On the same day, it was noted that the catheter was leaking. Saline, glycerin, and castile soap was instilled throughout the duration of time the cecostomy catheter remained in place. On (B)(6) 2019 (27 days post-procedure), the device was removed for excessive leakage due to tube size and exchanged for a malone button device 8 fr 14 cm. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional common device name and procode: exd irrigator, ostomy. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.